Event description:
Analysis of the returned device found the the guide was separated at the distal end of the guide tube but remained attached via the actuator wire. Follow-up with the account reported that the separated guide was removed with the rest of the device during the cut down surgery. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide break and difficult to close the foot were confirmed. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d4: lot # h4: device manufacture date.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery (small hole access side) using a prostyle device after a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when attempting to remove the prostyle device after deployment, the device became stuck in the patient's femoral artery. The foot "may have offset". A vascular surgeon performed a cut down surgery to remove the device and patched the artery to achieve hemostasis. It was noted upon removal of the prostyle device that the foot of the device had remained open and there was calcium wedged around it. There was a clinically significant delay in the procedure and hospitalization was prolonged due to the need for the cut down surgery. No additional information was provided.